Event description:
A nurse reported that this report of first-day post-operation, the surgeon observed a bluish fiber in the patient's eye during cataract (with intraocular lens implant) surgery. Both the surgeon and patient decided not to remove the fiber, opting instead for monitoring. The surgeon documented that the fiber posed no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that the surgeon noticed a large fiber in the patient's eye one day after surgery, which may have been caused by the blue towels and 4x4 gauze in their packs. No physical sample has been returned for evaluation, therefore the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. One recommendation is that the customer contact their account manager about placing the sponge gauze in a glassine bag and replacing the blue towels in their packs. Doing this would help prevent the potential spread of lint/fiber from the gauze/towels and the transfer of lint/fiber from other products onto the gauze/towels. Additionally, the account manager can work with the houston sales admin for suggestions on low-lint/fiber products. The root cause of the customer's complaint could not be established as the main source of the fiber is unknown to the components within the pack as a sample has not been received and the condition of the product could not be verified. Custom packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material and hair. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Fibers are inherent to the components used in a custom pak. Custom pak label informs that due to the nature of the materials, fibers may be present and that necessary pre-cautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).